Manufacturer narrative:
A philips remote service engineer (rse) spoke with onsite personal to evaluate the device in question. The rse indicated during an evaluation of the system that the system has no sound could be heard from the device speaker. The rse emailed the biomed with parts and pricing for the device speaker assembly.

Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating the system displayed an error for a speaker malfunction. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.